Event description:
It was reported that during a ptca procedure in a tight lesion, the bmw guide wire was advanced to the lesion, but would not cross. The guide wire was removed from the patient and the coils seemed to unravel. The guide wire was completely removed from the patient and the tip ball was still attached. A second bmw guide wire was advanced to the same lesion and the same thing occurred. The device would not cross. The guide wire was removed and the coils seemed to unravel. The guide wire was completely removed from the patient and the tip ball was still attached. A cross-it guide wire was then used to complete the procedure without difficulty. This MDR is being filed based on the results of the returned goods analysis.